Event description:
It was reported that seven crowns placed with advance cement failed after ten years, resulting in recurrent caries, endodontic therapy, and extraction.

Manufacturer narrative:
While it might be argued that other factors may have contributed to the issue, it is not possible to ascertain whether the failures were caused by the light-cured material alone or at all. However, because a serious injury resulted in this case, this even meets criteria for reportability per 21 cft part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.